Event description:
A plasma collection center reported that during a normal plasma donation at 08:30 in 2005 a slight hemolysis was noticed. There was no associated instrument alarm. At about 11:00 the donor felt very strange, donor sensed something like a rumble in their stomach and their urine turned dark brown. The donor went to a physician and was sent on to a hospital emergency room on the same day. Donor was reported to have been released later that night when their urine had cleared.